Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump button was harder to press. Customer's blood glucose level was unknown. Customer reported that the insulin pump rejected a new battery, there was a scratch on the corner of display screen and battery cap was rough where coin was put in. The insulin pump will not be returned for analysis.